Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient received an inadvertent infusion of 20.0 units insulin. The reporter noted the pump started to deliver 50.0 units bolus but the patient cancelled the bolus after 20.0 units. The patient reported her blood glucose level was "hi mg/dl" (greater than 600 mg/dl), and that she experienced no symptoms. The patient administered self-treatment with juice and soda, and the patient's mother was going to contact the physician. The issue was not resolved. The patient allegedly received an inadvertent infusion of 20.0 units insulin while using the pump, and also reportedly had a blood glucose level suggesting severe hyperglycemia. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 20-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: during investigation, the complaint regarding bolus was started and cancelled on (B)(6) 2012 could not be verified in the bolus history . No 50 u partially or cancelled boluses were recorded in the bolus history for 10/31/2012. A 10 unit bolus was programmed during investigation, bolus was cancelled with a single key press and was aborted after 6 units were delivered . Bolus history recorded cancelled 10 unit bolus . Recorded 6.0 units of 10.0 units delivered. There was no prime was record on 10/31/2012. According to the basal change history deliveries were stopped at 14:24 on (B)(6) 2012 . The total daily dose basal for (B)(6) 2012 adds up correctly. Unable to confirm of duplicate over delivery. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.